Event description:
Several months after the surgery, the surgeon confirmed the breakage of a universal recon plate. Afterwards, the surgeon did a bone graft to the patient's lower jaw bone and the lower jaw bone was fixed by using the primary recon plate.

Manufacturer narrative:
Investigation in process, but not yet complete.